Manufacturer narrative:
The device has been returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed error message code "test-failed" on the monitor screen. The complainant indicated that there was n o pt involvement in the reported failure.